Event description:
It was reported that the patient presented for a follow-up in clinic. Upon further investigation, it was noted that left ventricular lead exhibited high pacing impedance. No intervention was performed. The patient experienced no consequences.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
Further information was requested but not received.